Event description:
Adverse event: unk patient outcome. A technician reported a surgeon questioned the ablation delivery of a laser system following its off-label use on a patient with a history of corneal transplant surgery. The technician declined providing patient information and/or medical records.

Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager tested the system and found no problems. He completed a successful system verification to specification. A review of the log file showed for the day of this patient's surgery shows the treatment was completed at 100%, there were no warnings or errors during or after the surgery. A review of the complaint database for 3 months prior to the reported event found no complaints for this laser system. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4)